Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02992. It was reported that the patient experienced a fall. Diagnostic testing was performed and showed high impedance on the right lead ( related manufacturer reference number 3006705815-2019-02992). The patient underwent surgical intervention on (B)(6) 2019 wherein the left lead was found to have migrated and was repositioned. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information received - date of explant.